Event description:
It was reported that during a laparoscopic gallbladder removal procedure, "when clipping the cystic duct the surgeon noticed that the clips were coming out in a pear shape. He continued by opening another device of the same lot and the same clip malformation continued to happen. Concerned, he asked the assisting surgeon to try it and the same thing continued to happen. They also noticed some clips in the operating field shaped like scissers. The first two clips used were of the same lot. They opened a third clip of a different lot and it worked fine. The doctor mentioned that while clipping he fired with precise firings and consistent force. He did not notice any lateral forces that may have influenced the shape of the clip. He also did not notice that there was any inadvertent movement of the device while firing. He recalls seeing the clip perfectly positioned in the jaws." A different device was used to complete the procedure. Bleeding of the cystic artery.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: did both devices fire malformed (pear-shaped clips)? Did both devices fire scissored clips? How much bleeding occurred (please quantify amount)? Was bleeding able to be controlled with third clip applier of different lot number? Were any blood products given to patient for the bleeding? Was there any change to procedure or post-op patient care?

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er320 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed and formed fourteen conforming clips. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: did device fire malformed (pear-shaped clips)? Yes. Did device fire scissored clips? Yes. How much bleeding occurred (please quantify amount)? Unknown. Was bleeding able to be controlled with third clip applier of different lot number? Yes. Were any blood products given to patient for the bleeding? Unknown. Was there any change to procedure or post-op patient care? Unknown.